Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 14-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pruritus ("diffuse itching all over the body"), abdominal distension ("abdominal swelling/ bloating"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness"), musculoskeletal pain ("joint and muscle pain"), ligament pain ("ligament pain (upper limbs, wrists + pelvis, hips, sacrum, coccyx)"), tendon pain ("tendon pain (upper limbs, wrists + pelvis, hips, sacrum, coccyx)"), abdominal pain upper ("gastric pain"), depression ("depressed"), memory impairment ("impaired memory") and disturbance in attention ("difficulty concentrating on simple tasks") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, pruritus, abdominal distension, headache, fatigue, dizziness, musculoskeletal pain, ligament pain, tendon pain, weight increased, abdominal pain upper, depression, memory impairment and disturbance in attention outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, depression, disturbance in attention, dizziness, fatigue, headache, ligament pain, memory impairment, musculoskeletal pain, pelvic pain, pruritus, tendon pain and weight increased to be related to essure. The reporter commented: disorders for several years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-jan-2022. The most recent information was received on 21-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pruritus ("diffuse itching all over the body"), abdominal distension ("abdominal swelling/ bloating"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness"), musculoskeletal pain ("joint and muscle pain"), ligament pain ("ligament pain (upper limbs, wrists + pelvis, hips, sacrum, coccyx)"), tendon pain ("tendon pain (upper limbs, wrists + pelvis, hips, sacrum, coccyx)"), abdominal pain upper ("gastric pain"), depression ("depressed"), memory impairment ("impaired memory") and disturbance in attention ("difficulty concentrating on simple tasks") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, pruritus, abdominal distension, headache, fatigue, dizziness, musculoskeletal pain, ligament pain, tendon pain, weight increased, abdominal pain upper, depression, memory impairment and disturbance in attention outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, depression, disturbance in attention, dizziness, fatigue, headache, ligament pain, memory impairment, musculoskeletal pain, pelvic pain, pruritus, tendon pain and weight increased to be related to essure. The reporter commented: disorders for several years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.